Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from forceps channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional relevant information be provided a supplemental report will be submitted.

Event description:
While evaluating a returned olympus evis eus ultrasound bronchofibervideoscope foreign material was discovered coming from the distal end. There was no patient involvement during this event.